Manufacturer narrative:
Product analysis: analysis could not confirm the customers comments as the programmer was tested several times and started normally. However it was noted that the touchscreen was out of calibration, the company logo button was broken. The right lower and left and right upper bullets were broken. The spacer was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.